Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient through the manufacturer representative that the patient's ins was not communicating with the recharger or the programmer. The last successful recharge was in (B)(6) 2016 as per the insr stats. The manufacturer representative was with the patient at the managing physician office and started a 60 min. Countdown to then recharge normally to clear the por message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that they are unable to communicate with their ins using their recharger and patient programmer. The patient stated that she shut off the stim and left the battery off because she was feeling little shocks and now it hasn't come on for a week and a half. It was suspected that the patient's device is overdischarged. The patient also mention that she talked with a manufacturing representative (rep) about the issue and is scheduled to meet the rep at her doctors office on monday. Indication for use includes spinal pain.